Event description:
Doctor reported events of "migration", "intra-abdominal hemorrhage", and "hypovolemic shock" from journal article: "adjustable gastric band prolapse leading to near-fatal hemorrhage", american surgeon, february 2012. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. The event of band slippage will also be reported even though the article is unclear as to whether a slip actually took place. At one place in the article, the following statement appears: "a computed tomography scan of the abdomen was performed which showed significant blood in the lesser sac and a portion of the stomach had slipped through the lagb." In the next paragraph, this statement appears: "the lagb was seen in position and prolapse of the stomach through the band was not obvious." The author has been contacted but we have received no info at this time; therefore, as a conservative approach to reporting, we are including the event of band slippage.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Hemorrhage, hypovolemic shock, and band slippage are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of hemorrhage as follows: adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."